Manufacturer narrative:
Additional information received 6/18/10: this component was removed during the revision of another component and was not included in the original information. This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00202, 00203, 00204. This event occurred in (B)(6).

Event description:
Allegedly removed during revision of another component.

Event description:
Allegedly removed during revision of another component.

Manufacturer narrative:
Conclusion: no device failure.complaint history reviewed. Device history record reviewed.evidence that product in spec when used. Use of device could not be determined.